Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes/migration of essure device location of device: 1 coil moved, perforated or disappeared') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea"), cyst ("cysts") and cyst rupture ("cyst ruptures") and was found to have weight decreased ("weight loss"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), essure removed). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, fatigue, nausea, weight decreased, uterine leiomyoma, cyst, cyst rupture and hormone level abnormal had resolved. The reporter considered cyst, cyst rupture, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: the patient received treatment for : pain-chronic pain ,dysmenorrheal (cramping),dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),perforation - fallopian tubes, uti, fatigue, hormonal changes, nausea, weight loss, fibroids, cysts and cyst ruptures. Discrepancy noted in explant date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: the (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea"), cyst ("cysts") and cyst rupture ("cyst ruptures") and was found to have weight decreased ("weight loss"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), essure removed). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, fatigue, nausea, weight decreased, uterine leiomyoma, cyst, cyst rupture and hormone level abnormal had resolved. The reporter considered cyst, cyst rupture, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: the patient received treatment for : pain-chronic pain ,dysmenorrheal (cramping),dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),perforation - fallopian tubes, uti, fatigue, hormonal changes, nausea, weight loss, fibroids, cysts and cyst ruptures. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported "injury nos" was replaced with 'chronic pain", new events- "dysmenorrheal, dyspareunia, gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), perforation fallopian tubes, fatigue, hormonal changes, nausea, weight loss,fibroids, cysts and cyst ruptures" were added. Reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes/migration of essure device location of device: 1 coil moved, perforated or disappeared') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea"), cyst ("cysts") and cyst rupture ("cyst ruptures") and was found to have weight decreased ("weight loss"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), essure removed). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, fatigue, nausea, weight decreased, uterine leiomyoma, cyst, cyst rupture and hormone level abnormal had resolved. The reporter considered cyst, cyst rupture, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, uterine leiomyoma and weight decreased to be related to essure. The reporter commented: the patient received treatment for : pain-chronic pain ,dysmenorrheal (cramping),dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),perforation - fallopian tubes, uti, fatigue, hormonal changes, nausea, weight loss, fibroids, cysts and cyst ruptures discrepancy noted in explant date-(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.